Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used or charged the scs ipg in a long time. A sjm representative met with the patient and confirmed the patient's scs ipg was inoperable as it would not communicate with external devices. Surgical intervention may be taken to address the issue.

Event description:
It was reported that the patients ipg was explanted and replaced. Effective therapy was re-established post-op.